Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.